Event description:
It was reported that the trigger mechanism jammed when the stent was half-way deployed. The device was removed & replaced with another of the same make & type to complete the procedure without further complications.